Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the technician found that the swivel, and motor were damaged and rpms not in specification and control bar loose and the motor and swivel were replaced and control bar adjusted to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired. During device evaluation, it was determined that the rpms were not in specification. There was no patient involvement. Due diligence is complete, there is no additional information available.